Event description:
The device intermittently would not turn on regardless if powered by ac or battery.

Manufacturer narrative:
(B)(4). The device intermittently would not turn on regardless if powered by ac or battery. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.